Event description:
The clinic reported that a laser vision correction patient presented with trace/mild diffuse lamellar keratitis in right eye three days post operation. Account reported there was no loss of best corrected visual acuity (bcva) and they increased the topical steroid dosage. Patient complained of mild foreign body sensation and eye being scratchy.

Manufacturer narrative:
Device available for evaluation - yes. Occupation - physician. Placeholder.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.